Event description:
It was reported that the user experienced evening hypoglycemia while using the ilet and asked about changing the ai or targets to avoid lows; the highest/lowest value reported for the event was 63 mg/dl, and the user planned to consult clinical decision support for target adjustments. Symptoms included hypoglycemia without reported loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of the event details and user report. Investigation of this case revealed an undetermined cause for the hypoglycemia. It was concluded that the event involved hypoglycemia with cause unclear and that the user was advised to consult clinical support for potential target adjustments. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.